Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# v018611, implanted: (B)(6) 2007, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The company representative (rep) reported an overdischarge. The last successful recharge was in (B)(6) 2015. The rep saw the patient two days later and was unsuccessful getting the battery to restart. The doctor will be replacing the full system with an MRI safe system on (B)(6) 2015. The indication for use included spinal pain. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the representative reported the system replacement was completed on (B)(6) 2015 and the patient outcome was improved. The patient was getting good pain coverage with the new system.